Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had leakage at the suction channel. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the insertion tube was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating of the insertion tube was peeled off. In addition to the reportable malfunction, the following were noted: the connecting tube was dented and wrinkled; the light guide lens was cracked; the plastic distal end cover was scorched; the channel tube was broken and not waterproof; the electrical-connector was deformed, not waterproof, and corroded; the suction volume did not meet the standard due to the broken channel tube; the bending angle in the up direction did not meet the standard due to the wear of the angle wire; the insulation resistance of the leading edge did not meet the standard due to the breakage of the plastic distal end cover; the bending section cover was cut and not waterproof; the universal cord was crushed and the coating was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be prevented by following the instructions for use which state: -inspection of the endoscope. -inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.